Event description:
It was reported that insulin gauge on pump displayed amount different than expected and that fill estimate remained static at 60 units even while insulin was being delivered. There was no reported impact to the customer¿s blood glucose level. Technical support explained that this behavior could occur when measured pressures used to estimate remaining insulin varied greatly and that estimate would begin counting down again once actual insulin amount matched displayed value, and caller understood and acknowledged this explanation.